Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 380cc mentor saline breast implants experienced left sided deflation and right sided anisomastia post procedure. Patient experienced left sided deflation from moving furniture. As a result, patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.